Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump gave 3 in programmed units that made the customer experience low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was in the toilet when the event happened. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed but the pump passed a self test. The insulin pump will not be returned for analysis.